Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an attempted implant, the lead exhibited non-capture, low pacing impedance, and a lack of sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.